Event description:
Arterial air alarms occurred at the start of rinseback during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's standard aranesp dose was increased and the patient was given iron. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Arterial air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. Facility staff attributed the clotting and subsequent blood loss to the amount of time spent troubleshooting th alarms. The user's guide provides adequate instructions regarding making cartridge connections. Nxstage medical considers this report closed. No additional information will be provided.